Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. During the second day ward rounds, it was found that the tube was allegedly found broken and also further reported that the tube was allegedly found leaking. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a drainage catheter in which the hub is noted to be cracked, and some part of the hub is noted to be missing. Therefore, the investigation is confirmed for the reported catheter connector fracture, fluid leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. During the second day ward rounds, it was found that the tube was allegedly found broken and also further reported that the tube was allegedly found leaking. The procedure was completed by using another device. There was no reported patient injury.